Manufacturer narrative:
Additional information received on 16 may 2017 and includes: the femur was revised because it would not have helped. A stemmed component and a constrained liner were needed and the original femur was not compatible. On 17 may 2017 the rand d project manager performed a visual inspection of the retrieved items and commented as follows: - explanted femoral component: some residual cement is present on the internal surfaces of the femoral component. The femoral component seems to be in compliance with the specifications required in terms of internal and articular surface finishing. - explanted tibia insert: the insert presents some dents and scratches on the distal surface, most likely caused during the explantation of the component. The articular surface is regularly worn out after one year from primary surgery. No elements that may lead us suspect for a faulty device are present. As reported in the event description, cause for revision was soft tissue instability and was not implant related.

Manufacturer narrative:
On 21 april 2017, the patient match department performed a planning review and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch reviews performed on 24 april 2017. Lot 142546: (B)(4) items manufactured and released on 06 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/10 mm right, code 02.12.0310fr, lot. 153308 (k121416) lot 153308: (B)(4) items manufactured and released on 07 october 2015. Expiration date: 2020-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The instability was caused by soft tissue instability. The cause of the soft tissue instability is unknown. The surgeon revised the femoral component and the insert. The surgery was completed successfully. X-rays and explants are not available.